Event description:
It was reported that the device's downstream occlusion sensor was inoperable. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition with complaint of inoperable (downstream occlusion) sensor. Visual evaluation showed bubbled downstream occlusion (dso) seal. The reported problem was duplicated. The downstream sensor failed to activate in manufacturing utility mode. Sensor was stuck at 135 mv. . Replaced the downstream sensor to correct the issue. The device passed all functional tests after the repair.